Event description:
Fixture removal surgery due to loosening and deep infection. Right side tibia. Pain with and without loading was reported as clinical sign. The procedure took place on (B)(6) 2024.

Manufacturer narrative:
Fixture removal surgery due to loosening and deep infection. Right side tibia. Pain with and without loading was reported as clinical sign. The procedure took place on (B)(6) 2024. The most probable root causes are deep infection and off-label use.